Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The cause of the event was most likely due to patient factors/conditions. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 31mm 7300tfx mitral valve implanted for 4 months developed mrsa endocarditis which was treated medically. After implant duration of one (1) year, two months the valve was explanted due to recurrent mrsa endocarditis with vegetation. The explanted valve was replaced with a 31mm 11400m valve. Per medical records, patient presented with severe sepsis and embolic cva with concern for return of mrsa endocarditis. 4 month post-op echo showed .9cm vegetation on the mv, cultures were positive for mrsa and was treated with a course of IV antibiotics. Tee now shows vegetation is 1.9cm with multiple small vegetations on the leaflets. On hospital day #16, the patient underwent redo mvr, the valve was well seated, however starting to develop biofilm on the posterior annulus. The valve was resected and replaced with a 31mm 11400m mitral valve. Post tee demonstrated excellent valve seating and function. The patient tolerated the procedure well with no complications and was transferred to ICU in stable condition. On pod #6 the patient was discharged. Hospital pathology report: prosthetic heart valve cloth ring is present and fibrous tissue overgrowth is present along 10% of the ring.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of one (1) year, two (2) months due to unknown reason. The explanted valve was replaced with a 31mm 11400m mitris resilia valve. Post op noted in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.